Manufacturer narrative:
Complaint is confirmed. Visual inspection identified the white suture size #5 of the knotless tightrope® syndesmosis repair implant, stainless steel had been broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning/tightening the sutures.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/17/2023, it was reported by a distributor via email that the suture from an ar-8926ss knotless tightrope syndesmosis repair implant broke during tensioning. The case was completed by using a new tightrope. This was discovered during an open reduction and internal fixation of fibula fracture procedure on (B)(6) 2023.